Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer successfully resumed insulin deliveries without the need to change any pump supplies. Customer's blood glucose level ranged between 72-163 mg/dl.